Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Surgeon plans to revise pt. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt with osteoradionecrosis of the mandible was implanted with a plate on an unk date. Pt presented for a f/u appointment on (B)(6) 2011 and plate was noted to be infected. Pt experiences recurrent facial abscess. Pt will be revised.